Event description:
(B)(4). On (B)(6) 2015 at the age of (B)(6), I underwent a hysterectomy removing my essure coils, tubes, uterus and cervix due to pain I was experiencing. Since my removal, I can say the stabbing pain, cramping, brain fog, back pain, joint pain, hot flashes, night sweats and the excessive bloating is gone.

Event description:
(B)(4). I began having almost immediate stabbing pains right after the procedure, I have been in pain since with stabbing pain that is located near my ovaries, I live in constant pain daily.

Event description:
(B)(4). Also since getting essure I have had problems with chronic fatigue, weight gain I have gained over (B)(6) pounds in 3 years, bloating that comes and goes threw out the day that causes pains in my stomach, stabbing pains in my back that shoots down my legs, my joints hurt and I have headaches several times a week.